Event description:
The patient reported that in past 2 months, 5 v-go 20 devices that have fallen off from the left and right side of patient stomach. The patient confirmed that she uses an alcohol swab to clean the infusion site and has been sitting when the v-go is applied. The patient stated that the v-go devices are placed on at night and most have come loose after a shower in the morning. The patient had 1 v-go that came loose after about 2 hours of use. The patient disposed of the worn v-go 20 devices.